Event description:
Pt underwent bronchoscopic ndiyag laser ablation using a contact probe at a power of 25 watts with an unk coolant rate. Surgery was performed to remove or debulk an endobrachial lesion which nearly completely obstructed the left mainstem bronchus. Lesion was squamous cell carcinoma. Pt developed bradycardia which deteriorated into pulseless vtach. Resuscitation was successful. Post op hemodynamics and ECG were stable, but pt remained comatose with right sided seizure activity. After two weeks her neurological status improved although left hemiplegia persisted.